Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump gave an alarm indicating the "pump was not primed." The patient replaced the infusion set and cartridge to no avail; the cartridge cap is secure and tight. The pump had not been exposed to moisture or trauma. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated a "loss of prime" with non-zero force. The pump was exercised for 24 hours. The rewind, prime and load steps were performed on the pump with no issues with loss of prime. The pump display screen was removed and the force sensor flex pin was found to be partially dislodged from the pcb socket.